Event description:
This event was reported as pt suffered a stroke. The carotid artery was checked for remnant pledgets/sutures as doctor had looped a few sutures during implantation of the valve. The carotid artery was clear and any remnant pledgets/sutures had been removed prior to closure of the heart. The valve remains implanted. No further info was provided.